Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was unable to prime during the prime/a33 test due to a faulty fsr. There was no motor error alarm. The motor passed the motor test. There were minor scratches on the lcd window, there was a cracked case near the display window corners, the battery tube threads were cracked, a cracked reservoir tube lip, and a reservoir tube was cracked.

Event description:
Customer reported a motor error alarm during bolus. The blood glucose reading is 114 mg/dl nothing further reported.